Event description:
It was reported air was observed in a prismaflex st100 set. After priming and therapy, air bubbles were noted in the filter. After further inspection, ¿air bubbles continued to enter the white tube behind the prismaflex pump, resulting in a large number of air bubbles in the filter¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, air was observed in the pre pump line. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4). To deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.